Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device expiration date:2018-07-31, device manufacture date: 2017-07-26, medical device lot #: 7207675. Bd received samples from the customer facility for investigation. The samples were not evaluated and therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had poor separation caused no serious injury medical intervention.